Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User reported popping sounds but has no auditory benefit. User also reports discomfort and pain at the implant site. The sensations were felt with both opus 2 and sonnet audio processors. Sensations persisted despite programming changes. Neither a change in health nor a trauma is reported. Reimplantation is considered.

Event description:
User reported popping sounds and no longer has auditory benefit. User also reported discomfort and pain at the implant site. The sensations were felt with both audio processors tried. Neither a change in health nor a trauma is reported. The user was re-implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. According to the information received, the device was most likely in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. Other damages found during investigation are most likely related to explantation surgery. This is a final report.